Event description:
The device involved is a 31" (79 cm) appx 3.3 ml, ext set w/clamp, rotating luer where it was reported that a general anesthesia was being delivered using intravenous medication via a syringe and infusion set in a syringe pump. The infusion set developed a leak, resulting in anesthetic solution being pumped out of the system and onto the floor and not into the patient. This was not noticed. Incident impact is sudden, uncontrolled partial emergence from anesthesia in the middle of a neurosurgical procedure. Therapy was resumed. There was no long-term patient impact reported. There was patient involvement but no patient harm. No additional information was provided.

Manufacturer narrative:
The complaint of leaks can not be confirmed based on the the video provided by customer because the leaks appear to be coming from the non-ICU product and physical sample was no received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot 6032751 was reviewed and no non conformities were found that would have led to the reported complaint.